Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, customer reported the autopulse platform (serial #unknown) performed 2 compressions and stopped when using a fully charged autopulse li-ion battery. Per user, the battery was removed and re-inserted several times and platform stopped after 5 compressions. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown. Please see the following related MFR report: MFR 3010617000-2020-01291 for the autopulse platform.